Manufacturer narrative:
Additional information: device evaluation: product evaluation was performed on a photograph provided by the customer. The photo was a slit lamp photograph of a pseudophakic eye. A big air bubble could be observed in the anterior chamber. Behind the air bubble and a mid sized pupil a decentered intraocular lens could be observed. The cause of the reported haptic damage could not be determined from a photo evaluation. The complaint issue of haptic damaged could not be confirmed. The complaint issue of instability of device after implantation was identified during product evaluation. However, based on the complaint investigation the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age, weight and ethnicity: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation with an intraocular lens (iol), one of the haptics was broken. The procedure was performed in accordance with the instructions. The customer did not have another unit available, therefore, they proceeded with the implantation to avoid leaving the patient aphakic which would have caused capsular fibrosis that would complicate iol implantation in the future. On 1 day post-operative, the lens was observed dislocated and in the customers opinion, the lens will need to be exchanged. They explained the situation to the patient and due to financial issues, the patient is unable to pay for iol exchange. At this time, the lens remains implanted. No further information was provided.